Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly, a report of an original open reduction internal fixation surgery of the right ankle occurred in the spring of last year. There was non-union and removal of broken screw found on x-ray.